Event description:
It was reported that after the first attempt to implant a filter failed, the doctor attempted to implant a different filter. The arms deployed, but the legs were stuck in the spline. The device was removed via the jugular, using a retrieval device and a filter was implanted via the jugular vein, without difficulty. No injury to the patient reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. One g2 delivery system with pusher wire inside of the storage tube and the y-body was received. There was no filter or introducer sheath returned for evaluation. The pusher wire handle was bent at the hypo tube crimp area, and there was a slight bend at the distal end between the pusher pad and the split spline. The storage tube had a fracture at the proximal end, at the overmold joint, most likely caused by indications of the male luer being mechanically grabbed. The storage tube had indications of multiple starts and stops while filter was being delivered. The filter did exit the storage tube, evident from the scrapes at the distal end. All measurements taken were within specifications. The result of the investigation was inconclusive for failure to deploy as the filter and the introducer sheath were not returned for evaluation. The current information for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter form further advancement within the introducer catheter.